Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No frozen screen noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.

Event description:
Customer reported via phone call that numbers continued to scroll when giving a bolus and then display screen froze. Customer reported of receiving a button error alarm. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.